Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device was returned to the manufacturer facility for evaluation. Visual inspection revealed no obvious anomalies. The tr band was injected with 18ml of air with the factory retained tr band inflator and submerged in water for leak testing. A leak was found at the air injection port. The one way valve was disassembled for further inspection. A foreign substance was found on the air sealing area. Qualitative analysis by ft-ir found that the foreign substance had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample became deteriorated in its air tightness performance due to a foreign substance in the air injection port of the one-way valve and having been caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. As a possible cause of the foreign substance having entered the air injection port, the following scenario can be inferred. During the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual usage, the fragment got into the air injection port. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: the tr band was used for hemostasis after cag; the tr band was applied to the patient; the tr band inflator was used to injected the device with air; the balloons failed to keep the injected air appropriately; the device was changed out to a new one; a light amount of blood loss was reported, an exact amount was not known; the procedure was completed successfully; and there was no harm to the patient.